Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was missing the scale markings. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: no samples or photos were received from customer to analyze. DHR review: the batch complained was manufacturing during 09/28/2017 until 09/29/2017. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 2 hour in 36 pieces. There are no quality notification (qn) and maintenance records that could lead to this issue. Bd was not able to confirm/ reproduce the incident in question. As no samples / photos were sent by the customer it was not possible to perform an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. Based on the above information, it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Based on the severity and occurrence a CAPA is not necessary.